Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable was not working correctly. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable was not working correctly. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Updated sections: g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Trackwise#: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/16/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. An electrical evaluation was performed. The returned cable was connected to a reference power supply and a reference hemopro. A pre-cautery test was conducted per the instruction for use (IFU) to test the ability of the extension wire to deliver energy. The reference hemopro tool passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "failure to deliver energy" was not confirmed. This is a reusable OEM device. Therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.